Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that person with diabetes reported that she was having high glucose readings up to 436 mg/dl when she woke up but wasn't sure why. Patient also noted having shortness of breath but declined emergency services. Patient had no recent changes in therapy settings and there were no signs of any leaks. Patient did notice large size buttles within the tubing specifically within the luer lock of the connection. There was no patient injury.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Occlusion test was performed and was confirmed that there was no free flow in tubing site. A globule was observed within the priming line. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.